Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown hmrs femoral stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: not performed as no information was provided for review. -product history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that revision surgery took place due to fracture of the femoral stem of the hmrs rotating hinge left knee megaprosthesis. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No new information.

Event description:
Product involved is implanted hmrs rotating hinge megaprosthesis in the left knee. Fracture of the femoral stem of the hmrs rotating hinge left knee megaprosthesis is reported, along with removal of the tibial component and polyethylene insert due to the prosthesis being discontinued. Revision performed using the mega c system the original prosthesis had been implanted on (B)(6) 1997